Event description:
Per the clinic, the patient experienced skin necrosis around the magnet area (specific date not reported). Subsequently, a revision surgery was performed in 1990 (specific date not reported) to reposition the device. However, the patient later experienced magnet dislodgement, which was reported to be associated with the prior revision surgery. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.